Event description:
It was reported "catheter kinked. Customer did say 'looking at it this looks like a steep approach" no blood return and waveform was flat due to the kink'." Another device was placed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned two images for analysis. The report of a kinked arterial catheter was confirmed. The customer also returned one 20ga arterial catheter for analysis. Signs of use were observed inside the extension line. Visual analysis revealed that the catheter body was kinked in two locations towards the juncture hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The kinks measured 1mm and 7mm from the juncture hub. The catheter body length measured 54mm , which is within the specification limits of 52mm-56mm per the catheter product drawing. The catheter body inner diameter at the distal tip measured 0.58mm (0.023"). This meets the requirement stating "the tip of the catheter must allow the insertion of a pin with a diameter of 0.58mm at least to a depth of 2mm. The return deformation of the tip during testing is acceptable" per catheter product drawing. The catheter body outer diameter measured 1.06mm, which is within the specification limits of 1.03mm-1.09mm per the catheter extrusion product drawing. A lab inventory guide wire (outer diameter measured 0.0205" was inserted through the catheter tip. Resistance was encountered at the location of the kinks. Performed per IFU statement, "thread tip of catheter over guidewire". The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed two kinks on the catheter body towards the juncture hub. Despite the damage, the sample met all relevant dimensional requirements. Functional testing revealed that a lab inventory guide wire meets resistance at the location of the kinking. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported catheter kinked. Customer did say "looking at it this looks like a steep approach". No blood return and waveform was flat due to the kink'." Another device was placed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".